Manufacturer narrative:
Additional information received from the physician indicated that the spinal meningitis was not device related but the physician suggested that the infection of spine was due to incorrect placement of leads. The patient is feeling better and recovering well.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic image inspection tests performed. The ipg output was measured for any excessive current leakage or spurious signals. No anomalies were identified. The device exhibits normal device characteristics. Lead (B)(4) has a crushed electrode #8. X-ray inspection found no cable anomalies right at the crushed portion of the distal end. The root cause of the crushed electrode #8 is unknown. Lead (B)(4) exhibits normal device characteristics. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that after the permanent implant procedure the patient started to have some complications and was being observed by the hospital. The patient was very sensitive to minor increases in stimulation. The patient was later re-admitted to the hospital due to possible infection, leg pain, twitching, confusion, and disorientation. The physician explanted the scs system and placed the patient on IV antibiotics. The patient's symptoms are improving and the twitching in the leg has ceased.

Event description:
A report was received that after the permanent implant procedure the patient started to have some complications and was being observed by the hospital. The patient was very sensitive to minor increases in stimulation. The patient was later re-admitted to the hospital due to possible infection, leg pain, twitching, confusion, and disorientation. The physician explanted the scs system and placed the patient on IV antibiotics. The patient's symptoms are improving and the twitching in the leg has ceased.

Event description:
A report was received that after the permanent implant procedure the patient started to have some complications and was being observed by the hospital. The patient was very sensitive to minor increases in stimulation. The patient was later re-admitted to the hospital due to possible infection, leg pain, twitching, confusion, and disorientation. The physician explanted the scs system and placed the patient on IV antibiotics. The patient's symptoms are improving and the twitching in the leg has ceased.